Manufacturer narrative:
Per the clinic, the patient experienced multiple magnet dislodgement due to MRI (strength not reported). Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to the need for MRI scan. There are no plans to reimplant the patient with a new device as of the date of this report.